Manufacturer narrative:
Concomitant products: product ID: 5086mri45 lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post ventricular sense. It was further reported that the lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.